Event description:
It was reported that during a review of the recorded episodes of this cardiac resynchronization therapy defibrillator (crt-d) system, technical services (ts) noted that there was loss of capture (loc) on the right ventricular (rv) lead channel. Ts recommended in office review of the system. No adverse patient effects were reported. This rv lead remains in service.